Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anastomosis was performed following a laparoscopic colon resection. After two days, an anastomotic leak was noted due to the cap values. It was also reported that the patient was re-operated, and the stoma was created. This resulted to an extended surgical time for more than 30 minutes, and extend patient hospitalization.